Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument, and identified the failure mode as multiple hardware component malfunctions. The field service engineer made multiple service visits and ultimately replaced the ise (ion-selective electrode) ratio pump, pmc (preventative maintenance contract) kit, sodium, chloride, potassium, and calcium electrodes and performed ise (ion-selective electrode) decontamination to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4). The multiple service visits for this issue are addressed in beckman coulter internal identifiers (B)(4).

Event description:
The customer reported the generation of erroneously high na (sodium) patient results on their dxc 600 pro instrument. The erroneous results were not released out of the laboratory. There was no report of injury or change to patient treatment associated with this event. The customer did not provide data.